Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, both fuses were blown in the power entry module. The power module is what the power cord is plugged into in the back of the battery unit. Additionally, the green charging light on the front of the unit will not light because the battery unit is not charging and the battery unit on/off switch will not light when turned on. The transformer on this unit smells of burnt electronics. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per the fsr, after replacing both suspect fuses with similar fuses for troubleshooting, the fsr found there was no alternating current (a/c) power coming out the power module. Therefore, the power module with the two fuses has failed and no battery backup power can be supplied to the control module. The power module needs to be replaced. The 24 vdc charging circuit assembly most likely has failed. The transformer on it smells of burnt electronics but it cannot be proven because there is no a/c from the failed power module that supplies the power to the charging circuit. The green light that does not light up is part of that charging circuit assembly. The fsr replaced the device with a loaner (serial number (B)(4)) and performed preventive maintenance (pm). The unit operated to manufacturer specifications and was returned to clinical use. The suspect device will be returned to the manufacturer for further evaluation.